Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a ventilated patient had an early tracheostomy change due to persistent cuff leaked.

Manufacturer narrative:
Evaluation summary: one sample of low pressure cuffed tracheostomy tube was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly at the tube. An inflation/deflation test was performed using a syringe 15cc of air was applied to the cuff, and it was observed the cuff inflated and held the air, the sample was left inflated 24 hours and no leaks were observed. Additionally the cuff, inflation line and pvt valve were submerged into a container filled with water and no leaks were observed. Information has been added to the database and trends will continue to be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.